Event description:
Procedure: lap colon. After approx 5 minutes of using the device the camera was removed from the trocar. The trocar then disengaged from the cavity. Upon removal the balloon was confirmed to be broken. A new device was used and the procedure was completed without any reported affects to the pt.